Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately three months post implant, they experienced an infection at the implantable pulse generator (ipg) implant site. The patient reported that the source of the infection was a "hole at the right side of the incision and a white stick-like thing on left side". The patient was treated with antibiotics and the ipg will be removed and replaced. No further patient complications have been reported as a result of this event.